Event description:
It was reported that cartridge did not show visible damage but did not allow insulin to flow while cartridge was not loaded onto pump for insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, cartridge was not returned, and Technical Support arranged a goodwill replacement cartridge, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.